Manufacturer narrative:
It was reported that the secondary display on this central nurse's station (cns) went blank while monitoring patients. No consequence or impact to the patients was reported. Troubleshooting steps were taken, but unsuccessful. The customer decided to return the device for an evaluation and requested a loaner device. The device has been returned to nihon kohden for repair and is currently awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following devices were used in conjunction with the cns and were not the devices that experienced the failure. Concomitant medical devices: transmitters- model: ni, sn: ni, approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.), device manufacturer date: ni, unique identifier (UDI) #: ni. Bedside monitors- model: ni, sn: ni, approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.), device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
It was reported that the secondary display on this central nurse's station (cns) went blank while monitoring patients. No consequence or impact to the patients was reported.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at little co of mary hospital reported the second display for the cns-6201a pu-621ra sn: (B)(4) was not working. Service requested: repair service performed: the unit was cleaned and decontaminated. The model, serial number, and all labels were verified. Physical evaluation: there was no physical damages while initial evaluation. Verify the complaint: the cns has an issue with the second display. Problem reported was duplicated. The second display is fixed [the second display did not activated. So I fixed the second display from the desktop by activated it.]. However, we checked the cns's full disclosure, it displays "data can not be read" and both hard drives was out of warranty. We recommends to replaces both hard drives. 9000006111a hard drive, 500gb, cns-6201 2 ea we replaced the following part(s) below and issue is resolved. 9000006111a hard drive, 500gb, cns-6201 2 ea all the malfunctioning part(s) were replaced. The unit was tested per the operator's/service manual and the results were recorded on the attached maintenance check sheet. The unit completed 24 hours of extended testing and operates to the manufacturer's specifications. Investigation conclusion: the root cause of the display issue is determined to be incorrect display settings. Issue was resolved upon activating the secondary screen, and no parts were replaced to resolve the display issue. No risk assessment is performed as the reported issue is not suspected to involve a device non-conformance. The following fields are not applicable (na) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 f10 g6 g8 h7 h9 additional device information: the following devices were used in conjunction with the cns and were not the devices that experienced the failure. D11 & c2 concomitant medical devices: transmitters model: ni sn: ni approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.) Device manufacturer date: ni unique identifier (UDI) #: ni bedside monitors model: ni sn: ni approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.) Device manufacturer date: ni unique identifier (UDI) #: ni additional information: b4. Date of this report d10: device available for evaluation? F6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? H3: device evaluated by manufacturer? H6. Event problem and evaluation codes h10. Additional manufacturer narrative

Event description:
It was reported that the secondary display on this central nurse's station (cns) went blank while monitoring patients. No consequence or impact to the patients was reported.